Event description:
It was reported that during a lap cholecystectomy procedure, the clip fell off the vessel after firing. There was bleeding, but the patient did not require any blood products. Another device was used along with sutures to complete the procedure. The procedure was extended by 40 minutes causing longer anesthesia time. The patient is fine.

Manufacturer narrative:
Date sent: 08/06/2008. Info anticipated, but unavailable at this time.